Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected devices were not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi tornus es endoscopic dilator was involved with the reported eus-d/a, the cause of the reported adverse events or how which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that patient anatomy and operator's technique were most likely associated with such adverse events as bile leakage and bleeding that had reportedly occurred during this study. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [precautions] ~ when manipulating this device, monitor its movement under fluoroscopy and in the endoscopic view. [Malfunction and adverse effects] ~ peritonitis. ~ perforation.

Event description:
It was reported through literature that asahi tornus es endoscopic dilator might have caused or contributed to peritonitis and gastrointestinal perforation. Publication: endoscopic ultrasound (2025) 14:1: efficacy and safety of a fully covered self-expandablemetallic stent equippedwith square flare in eus-guided drainage/anastomosis: a multicenter retrospective study https://journals.lww.com/eusjournal/fulltext/2025/01000/efficacy_and_safety_of_a_fully_covered.4.aspx. Excerpt: background: this retrospective cohort study evaluated the safety and feasibility of using a square flare fully covered self-expandable metallic stent (sf-fcsems) for eus-guided drainage/anastomosis (eus-d/a). Methods: study design: this study was performed at 2 academic centers, saitama medical university and subsequently at juntendo university. The endoscopists who performed the eus-d/a procedures in this study were either experts who had performed >100 eus-d/a procedures or traineeswho were supervised by experts. Patients: this study recruited and analyzed patients who underwent sf-fcsems placement for eus-d/a from april 2015 to november 2022. The eus-d/a procedures included eus-ad, eus-gbd, and eus-cds. Eus-ad was performed for afferent loop syndrome (als) and liver abscesses. Patients with cholecystitis unsuitable for surgery and patients with abdominal abscesses were usually treated with percutaneous drainage. However, eus-d/a was performed for patients who were unable or unwilling to undergo a percutaneous procedure. Procedures: eus-d/a procedures were performed with the patients under deep sedation using midazolam and pethidine hydrochloride; propofol was used when these agents were ineffective. The echoendoscope used in this study was an oblique-viewing curved linear-array echoendoscope (eg-580ut or eg-740ut; fujifilm medical). The other devices used in this study were a 19g puncture needle (ez shot 3 plus; olympus) and a 0.025-inch guidewire (visiglide 2; olympus or endoselector; boston scientific) for initial insertion into the needle. Dilation of the puncture tract was performed with a bougie dilator (esdilator: zeon medical or tornus es; olympus), an electrocautery dilator (6fr cystotome; endo-flex) and a 4mm balloon dilator (ren; kaneka medix). Following tract dilation, an sf-fcsems (hilzo stent; bcm) was inserted. The hilzo stent, used as a transluminal drainage/anastomosis stents (t-das) in this study, has a square flare at both ends that is 4 mm larger in diameter than the stent body, providing an anti-migration effect. It is housed in an 8.5-fr delivery lumen. The length of the sf-fcsems was 6 or 8cm depending on the individual patient, and the diameter of the stent body was 10 mm in all patients. Excluding patients who underwent eus-cds, a 7fr double-pigtail ps (dpps) (zimmon; cook medical or through &pass; gadelius medical) was placed within the lumen of the fcsems to prevent contact between the abscess/gallbladder wall and the sf-fcsems after the drainage area had shrunk, as well as to prevent migration. Blood testing was performed 2 hours after the procedure and the following day. The following morning, plain computed tomography (CT) was performed to assess the effectiveness of the procedure and the occurrence of aes, such as content leakage or bleeding. Sffcsems removal was not mandatory but was performed when clinical success was achieved and additional procedures such as endoscopic retrograde cholangiopancreatography (ercp) were performed. When recurrent symptoms associated with occlusion/migration of the t-das occurred, the t-das was removed and replaced with a dpps. Results: patient characteristics: in total, 36 patients (41.6% male) were included. Their median age was 74 years (interquartile range: 67-82 years). Among all primary diseases, malignancies accounted for 30 (83.3%) cases, with pancreatic carcinoma seen in 17 (56.7%), biliary tract carcinoma in 9 (30.0%), and other carcinomas in 4 (16.7%). Among the eus-d/a procedure types, eus-ad for liver abscess was performed in 9 (26.5%) patients, eus-gbd in 11 (30.6%), eus-ad for als in 9 (25.0%), and eus-cds in 6 (16.7%). Outcomes and aes: the median treatment time was 36.0 minutes (range: 28.8-50.0 minutes). The technical success rate was 97.2% (35/36), and the clinical success rate was 97.1% (34/35). The single case of technical failure occurred in a patient who underwent eus-gbd. Although the guidewire was successfully inserted after the puncture, the delivery system of the sf-fcsems did not pass the gallbladder wall. The single case of clinical failure occurred in a patient with severe gangrenous cholecystitis whose procedure was technically successful but did not improve the clinical condition due to uncontrollable sepsis. In this patient, the focus of infection might be not only within the bile juice but also on the gallbladder wall itself. Puncture tract dilation was performed in all cases using a bougie plus balloon dilator, balloon dilator alone, and electrocautery dilator in 66.6%, 8.3%, and 25.0% of cases, respectively. An sf-cfsems was used in all patients, and a dpps was placed in the lumen of the sf-fcsems to prevent migration and perforation in 83.3% of patients (except those who underwent eus-cds). In all cases, plain CT was performed on post procedural day 1 to determine whether aes had occurred. Four (11.1%) patients were found to have aes (early in 3, late in 1). The early aes were graded as mild in 2 patients and fatal in 1; late early aes was mild in 1. In early ae group, 2 patients were found to have peritonitis with fluid collection as revealed by CT the next day. The patients improved with conservative treatment. One patient who had undergone eus-gbd was found to have peritonitis with gastrointestinal perforation and died on 14 postoperatively, compounded by a background of terminal-stage pancreatic cancer. In the late ae group, one patient who had undergone eus-cds developed reflux cholangitis secondary to duodenal obstruction on day 139; the sf-fcsems was removed, and the patient underwent eus-hgs and duodenal stenting. No cases of stent migration occurred. However, stent occlusion occurred in 4 (11.8%) patients; this was due to biliary sludge in 1 patient (day 15) and food impaction in 3 (days 12, 12, and 54). The longest stent placement period was 561 days. Nine (26.5%) patients underwent sf-fcsems removal when stent occlusion occurred or the treatment was completed, and all stents were successfully removed. The median stent follow-up was 117 days (iqr: 53-255 days), and the median patient follow-up was 154 days (iqr: 62-342.5 days). Discussion: in the present report, the technical and clinical success rates of eus-d/a with sf-fcsems were 97.2% and 97.1%, respectively. Adverse events occurred in 11.1% and were acceptable. Recurrent symptoms were observed in 11.8%, with no migration. Although a csems is expected to be associated with less content leakage than a ps, 2 (5.6%) patients in our study developed peritonitis due to content leakage. In one case of eus-gbd with technical failure, the patient had peritonitis due to content leakage because the stent could not be deployed.